Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified anti-inflammation drugs (doses and frequencies and route not reported) for the peritonitis and also used dianeal to wash the abdominal cavity. It was reported the pd therapy was continued during treatment. The patient¿s outcome was not reported. No additional information is available.

Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2016. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.